Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All becker edms devices are 100% leak tested at the time of manufacture. Addtional patient/device information: addtional information regarding the device lot number and event date was received by medtronic neurosurgery. (B)(4).

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the drain broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.